Event description:
During a lap hysterectomy procedure, shears cut off during procedure and after retorquing and disassembling, they continuously had a noise and "squeekly" tone. No consequence to the pt.